Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician observed bent pins on the single board computer assembly and was unable to install the product software. Since the event occurred during routine testing, there was no patient involvement during this event.